Manufacturer narrative:
Evaluation of the subject device has confirmed the following; omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Scratches of the cable were noted. Dent of the connector was noted. Omsc guessed that the cable of the subject device was almost disconnected and the disconnection was the cause of the reported event. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
A scope communication error (e221) occurred. There was no report of patient injury associated with this event.